Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
The reported valve was implanted to a patient via lp shunt (pressure setting was unknown) on (B)(6) 2017. It was reported that the surgeon confirmed the valve obstruction under x-ray since the surgeon suspected valve obstruction after the implantation surgery. The revision surgery was performed via vp-shunt with hakim valve (82-3100, setting is unknown) on (B)(6) 2017. The patient¿s condition is fine. No further information was provided by the hospital.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the images were taken of the valve ¿as received¿. The valve was visually inspected; needle holes in the needle chamber were noted. The position of the cam when valve was received was 30 mmh2o. The valve was hydrated. The valve was tested for programming with programmer 82-3126 with serial (B)(4) the valve passed the test. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, only leaked form the needle holes in the needle chamber. The valve was reflux tested. The valve passed the test. The siphon guard was tested. The siphon guard failed leakage before siphon guard. The valve was dried. The siphon guard was removed. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code ns9008 with lot 120926, conformed to the specifications when released to stock on the 8th march 2017. No root cause could be determined, as the valve functions. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.